Event description:
The customer reportedly obtained a 99mg/dl and 216mg/dl on the accu-chek complete system within a ten minute timeframe. No actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested.